Event description:
It was reported that the patient's device system was removed due to infection. No other details were provided. Additional information has been requested, but was not available at the time of this report.